Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that 8100 device had reflashed software 8.5.6 to 9.17.0.22, replaced damaged door assembly keypad, broken ail sensor right side, replaced broken bezel assembly upper clip and damaged bottom rear case, replaced corroded right and left iui's and cover door. There was no reported patient involvement.